Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 110 mg/dl. The customer was asked to try a new reservoir with current reservoir, the insulin did not exit. The customer was advised to use a different reservoir, but it is unknown if that resolved the issue. The device will not be returned for analysis.